Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll bns had a scale marking issue. The following information was provided by the initial reporter: there is either one dot, two dots or none and they occur in the same place. This problem affects multiple items and it is on all the batches we have in stock. So far it has been reported to us on items 3001489 (301073), 3001490 (301027) and 3009101 (309648). The dots are appearing on the outside and we believe it may be some marking? However, this is not a serious defect and the articles may continue to be used. We have also found syringes on which the scale is less visible or not visible at all.

Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue one photo was provided to our quality team for investigation. The photo shows three fully assembled loose 1 ml ll syringes with varying cylinder dot configurations: two dots, one dot, and no dots. The black dots next to the bd logo or grad lines monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two, or no dots printed along with the scale markings. Since the reported defect is customer awareness and not a true defect, no corrective actions are necessary. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information was provided.